Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors, such as improper loading of the sutures or applying excessive force when passing the suture.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/19/2025, it was reported by a distributor via (B)(4) that a qty. 4 of ar-7255 fiberwire #0 sutures broke when being passed through the meniscus by an ar-12990 knee scorpion as the clamp did not grip the suture and broke it in the center. This was discovered during use with no patient harm reported.